Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery life of this pacemaker went from ten months battery remaining to less than three months remaining in a span of three months. The boston scientific technical services (ts) reviewed the device monitoring and it showed atrial fibrillation (af). The device also had a signal artifact monitoring (sam) patch loaded which may also increase the power consumption even more in the presence of high atrial sensed rates. The health care professional (hcp) may consider programming the device. To date, the device remains in service. No adverse patient effects were reported.